Manufacturer narrative:
(B)(6).

Event description:
It was reported that the catheter entrapment occurred. The 90% stenosed target lesion was located in the moderately tortuous superficial femoral artery. A 6.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, the catheter was stuck with the 0.035 non-boston scientific guidewire and the shaft was stretched. The catheter and the guidewire were removed as a unit. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by MFR.: mustang 6.0 x 40, 135cm was received for analysis. The device was received advanced on to the customer's 0.035" guidewire. The investigator was unable to remove the guidewire from the device a due to severe damage/stretching a severe kink in the shaft. A visual and tactile examination identified that the balloon was tightly folded and had not been subject to positive pressure. No issues were noted which may have potentially contributed to the complaint incident. A visual and tactile examination identified severe stretching/damage beginning approximately 150mm proximal of the proximal balloon sleeve and extending approximately 50mm proximally. A severe kink was also noted at the centre of the shaft damage. This type of damage is consistent with excessive force being applied to the device.

Event description:
It was reported that the catheter entrapment occurred. The 90% stenosed target lesion was located in the moderately tortuous superficial femoral artery. A 6.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, the catheter was stuck with the 0.035 non-boston scientific guidewire and the shaft was stretched. The catheter and the guidewire were removed as a unit. The procedure was completed with a different device. There were no patient complications nor injuries reported.